Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a pocket revision procedure, subsequently, this ICD was removed. Other than the procedure, no additional adverse patient effects were reported. This device was returned to boston scientific.

Manufacturer narrative:
The returned pacemaker was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a pocket revision procedure, subsequently, this ICD was removed. Other than the procedure, no additional adverse patient effects were reported. This device was returned to boston scientific.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Analysis of the device has not yet been completed. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a pocket revision procedure, subsequently, this ICD was removed. Other than the procedure, no additional adverse patient effects were reported. This device was returned to boston scientific.